Event description:
Caller reported that the pump battery was depleting too fast, which led to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, although the highest exact value was not known. The customer managed the high blood glucose by administering a correction bolus via the pump after making necessary adjustments. No assistance from a third party was required. Technical support educated the caller about normal battery depletion rates and provided best charging practices, which the caller understood and acknowledged.